Event description:
Reporter indicated a patient explanted due to lack of efficacy as vns therapy was not beneficial for this particular patient. Device diagnostics confirm the device was functioning as intended. Product analysis was completed on the returned generator and lead. No anomalies were noted with the generator. Analysis of the lead identified a broken quadfilar strand (stress appearance) in the connector ring quadfilar coil. Electrical testing of the lead verified current flow would still be allowed in this portion of the lead, and there were no openings in the lead body that would have allowed current spread into the body.

Manufacturer narrative:
Product analysis confirmed a broken quadfilar strand on the connector ring quadfilar coil. Device failure occurred, but did not cause or contribute to a death or serious injury.